Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the trident reamer handle has broken at the connection of the reamer to the attachment on the drill. No metal fell into the patient. The case was completed using an alternative handle.

Manufacturer narrative:
An event regarding crack/fracture involving an acetabular remear handle was reported. The event was confirmed. Device evaluation and results: the supplier, (B)(4), indicated: "the power tool coupling was broken, however the piece(s) that broke off were not returned with the device. There was significant signs of wear and material deformation on what remained of the power tool coupling. Additionally, the shaft near the power tool coupling was slightly bent and there were impaction marks observed in this region. This breakage may have been caused by an overload of force applied in the power tool coupling region over time, as well as wear due to repeated use. The rest of the complaint sample showed significant signs of wear in the form of scratches, nicks and gouges throughout." Medical records received and evaluation: not performed since no patient involvement was reported. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation confirmed the reported event based on the supplier's analysis which concluded that the fracture may have been caused by an overload of force applied in the power tool coupling region over time, as well as wear due to repeated use. See supplier investigation results attached for further information on the supplier¿s assessment.

Event description:
The customer reported that the trident reamer handle has broken at the connection of the reamer to the attachment on the drill. No metal fell into the patient. The case was completed using an alternative handle.